Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, d6b, d9, g1, h3, h6. Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device outer surface and wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted the event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device remains implanted.